Event description:
It was reported the patients blood glucose level rose above 500 mg/dl while wearing the pod longer than 48 hours. The patient experienced insulin leaking and redness from the infusion site (leg). No treatment was provided.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear. Although the cannula was damaged, the exact timing and cause of the damage are unknown.